Event description:
It was reported that the burr stuck in lesion occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal right coronary artery. A 1.50mm rotapro was selected for use. During procedure, after 2 ablations for 10 seconds at 180,000 rpm, the burr became stuck in the lesion. The guide catheter was deeply engaged to remove the device. The procedure was completed with another of the same device. There were no patient complications.